Event description:
The physician treated the obtuse marginal (om) lesion. Upon withdrawal, the physician was not able to retract the angiosculpt device so the entire system was removed at once. Upon removal, the guide wire was wrapped around the catheter. No patient injury occurred.

Manufacturer narrative:
The angiosculpt device got stuck on the guide wire. The device and the guide wire were removed as a unit. The physician rewired the lesion to complete the procedure. This resulted in prolongation of the case. No clinical injury was reported. The angiosculpt device was returned with the 0.014" guide wire. A section of the guide wire was uncoiled. Evidence of laceration at the ex port through the proximal bond suggest a guide wire prolapse occurred. A 0.014" laboratory guide wire was inserted through the distal tip with no resistance. Guide wire prolapse is listed ass a possible occurrence during the procedure of the angiosculpt ptca scoring balloon catheter instructions for use (IFU).